Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received a letter from a law firm alleging an incident occurred where the customer sustained injuries.

Manufacturer narrative:
Received further information from the law firm. This was a car accident and not a product issue. Not a product problem.

Event description:
Received a letter from a law firm alleging an incident occurred where the customer sustained injuries.